Event description:
Information received indicates the siderail is broken and would not latch.

Manufacturer narrative:
The technician found the left siderail was missing the screw that attaches the latch to the siderail. The technician replaced the screw to repair the stretcher.